Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical devic eproblem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "intermittent power" was observed during review of device data logs. However, the device was put through extensive testing including daily/weekly/monthly test and fast test without duplicating the report. The customer?s report of ?failed parameter validation? Was not replicated or confirmed. The error was not observed after repeated testing. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and failed parameter validation. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.